Manufacturer narrative:
(B)(4): the customer reported an opcheck failure for the shock button and pads. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an opcheck failure for the shock button and pads. There was no pt involvement.